Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device did not deliver. It was reported that an unspecified gemstar pump and bolus cord were connected to a gemstar docking station. During testing, it was reported that after the button on the bolus cord was pressed, the device did not sound an audible tone that indicated a dose was delivered. The biomedical engineer removed the bolus cord from the back of the docking station and noted that an unspecified number of contact pins were missing from the bolus cord connection port of the docking station. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. The event was reported to have occurred during patient therapy. It is unknown if patient therapy was interrupted as a result of this failure. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received and evaluated by baxter. The reported condition was confirmed, but not duplicated. The assignable cause was wet tubing.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).